Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-07-31, information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient couldn't charge the ins as their recharger was displaying the reposition antenna screen and the programmer wasn't connecting to the ins either. The patient confirmed that they had last recharged the ins about a week prior to not being able to recharge it. The patient was scheduled to see their doctor on (B)(6) 2020, so they would discuss this event with their physician at that time. No symptoms were reported. On 2020-aug-05, additional information was received from the patient via a manufacturer representative (rep) reporting that they met with the patient on wednesday (B)(6) 2020 and the ins wasn't working and was dead. The rep attempted to read the ins with the patient programmer, recharger and tablet, which were all unsuccessful. They stated that they asked the patient about seeing any messages on their external devices and the patient didn't remember seeing any. The rep stated that the patient reported two weeks ago they went from being able to recharge to not being able to connect at all. Since stimulation stopped the patient¿s leg pain had returned. Technical services asked when the patient last successfully charged and they indicated that the patient stated around two weeks ago. Since the ins was scheduled to hit eos next month and the patient didn't have time to do a physician recharge mode, nothing was done with the ins and the patient would be scheduled for an ins replacement (no date yet). The event occurred in (B)(6) 2020.